Event description:
Additional information received that the catheter rupture was observed prior to use. The damage was not noticed upon opening the package. There was no prep performed prior to the damage being seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lot no: b598119. Damage location details: what appears to be dried blood was found within the apollo catheter hub. However, no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. The entire surface of the apollo catheter was examined under magnification. No ruptures, punctures, or holes were found with the apollo catheter body. No breaks or separations were found with the apollo catheter body. Testing/analysis: the apollo catheter was flushed, water exited from the distal end. The ldpe overlap was measured to be 1.5mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter torn/rupture¿ report could not be confirmed. No ruptures, punctures, holes, breaks or separations were found with the returned apollo catheter. The cause of the reported event could not be determined. Regarding the detachment of the apollo catheter distal tip, the cause could not be determined as this was not reported by the customer. However, there is no evidence to suggest that the tip detachment was related to a manufacturing defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter that was broken. The patient was undergoing an arteriovenous malformation embolization procedure. Vessel tortuosity was normal. It was reported that the apollo catheter was opened and it was found that the distal end was torn/ruptured and the device could not be used so it was replaced with a new apollo catheter to continue the procedure. It was noted that the device was prepared and catheter flushed as indicated in the instructions for use (IFU). There was no friction or other difficulty during delivery and it was unclear if the apollo was used in the patient at all. It was noted the rupture was observed before injection was started. There was no other damage observe to the catheter aside form the rupture. There was no harm or injury to the patient.